Event description:
During surgical procedure, crna had difficulty maintaining the level of gases the pt was receiving. A gas analysis was also used. Had to keep turning up the gas to maintain what the pt needed according to the analyzer. Tech from ohmeda came in after the surgery and determined there was a low pressure leak. Device taken out of svc. Ohmeda aware.